Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had intermittent power issue and the battery compartment was found to have cracked. It was reported that the battery cap was intact but unable to tighten properly on to the pump. No evidence of moisture corrosion was noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on 10/15/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found an unexplainable power on reset event on the complaint date. The returned battery cap was able to tighten properly on to the pump. The pump powered up with auditory and vibratory features. No tactile issues were observed with the buttons. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The reported power issue was verified in the black box but not duplicated in the investigation. The battery compartment was found cracked below the grip pad. Pump casing was opened and no anomalies were found inside the pump. Unrelated to the reported power issue, the display was found to be dim and discolored.